Event description:
It was reported the customer was hospitalized due to high blood glucose. The date of the hospitalization was (B)(6) 2014. Blood glucose at the time of admission was 570 mg/dl. The customer reported they were hospitalized due to diabetes ketoacidosis. The customer was treated with an insulin drip. The customer stated they had been off insulin pump therapy since (B)(6) 2014 prior to being hospitalized. No additional information provided.

Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and self test. All operating currents are within specification. Low battery alarm and off no power alarm functions properly. No unexpected failed battery or weak battery alarm noted. Unit was programmed and monitored for 2 days with no blank display noted. No cosmetic damage noted.